Event description:
It was reported that right atrial (ra) lead exhibited failure to capture. Under fluoroscopy, lead was pulled back into the superior vena cava (svc). The lead was capped and replaced on (B)(6) 2024. The patient was discharged.